Manufacturer narrative:
Patient one was a (B)(6) old female. Patient two was a (B)(6) old male. Patient three was a (B)(6) old male. Patient four was a (B)(6) old female. Patient five was a (B)(6) old male. Service was dispatched to the site. The field service engineer (fse) redressed the pinched cup drain line and replaced the tricontinent syringe tip. Subsequent calibration and quality control results were acceptable. Upon completion of the necessary and verified repairs the instrument was returned back into service. A definitive root cause has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneously low glucose (glum) results were produced on a synchron lx20 clinical chemistry system for multiple patient samples. Glum results were being generated in critical rerun mode. The customer provided thirty three patient initial and critical rerun glucm example results to beckman coulter inc. The customer questioned only five patients' glucm results of these thirty three patients. Beckman coulter inc. Assessment of the customer supplied data indicated that of the five patient glucm results questioned by the customer, one of the results was not regarded as erroneous as it was a suppressed initial result. All other patient glucm results and other chemistry results were regarded as valid. The erroneous glucm results were not released from the laboratory and hence there were no reports of deaths, serious injuries or changes in patient treatment associated with this event. 4. Critical rerun/repeat glum results were different than initial results. 5. The samples were serum samples collected in plastic serum separator tubes and centrifuged prior to testing. 6. Beckman coulter inc. Assessment of customer supplied performance data indicated that instrument glum quality control and calibration results were acceptable during the timeframe of the event.